Event description:
It was reported the customer's insulin pump has a crack from the battery compartment that goes to the display. No further troubleshooting available. The device will be replaced. Nothing further reported.

Manufacturer narrative:
Device received with cracked display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.